Event description:
Related manufacturer reference number: 3006705815-2022-18038. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein one of the existing leads was disconnected from the ipg and left implanted. A new lead was implanted and connected to the ipg to address the issue. Reportedly, effective therapy was achieved post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.